Event description:
Ventilator working on patient, when it alarmed and the screen/display went white. The patient was taken off the ventilator, the circuit was removed and began to manually bag and called for help. The ventilator rebooted and had a error message on the display. It was constantly alarming and couldn't be silenced. The error message was tf9707 or tf980.a new ventilator was set up and the patient was put on the new ventilator with new circuit with same setting as before. Manufacturer response (as per reporter) for ventilator, galileoclinical engineering tech called service engineer about failure. No response was noted from manufacturer.